Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2011-01223. It was reported that during a coronary artery stenting treatment procedure the patient experienced elevated troponin level and slow flow. The target lesion 1 was located in the 1st obtuse marginal (om) with 100% stenosis and was 35 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation using a 2.5 x 8 mm and 2.5 x 15 mm quantum high pressure balloons as well as 2.0 x 15 mm and 2.5 x 10mm non bsc balloons. Despite multiple attempts, distal flow could not be established. A 3.0 x 24 mm promus element stent was placed and distal flow was achieved. This was followed by successful implantation of two non bsc stents with very good primary result, competitive flow demonstrated in the venous bypass and no dissection. 1 day post index procedure, the patient had elevated troponin values and an myocardial infarction was reported (peak troponin: 1.78 ng/ml, uln: 0.10 ng/ml). No action was taken to treat this event. The patient was discharged the next day on prasugrel.